Manufacturer narrative:
The returned handle was tested and evaluated, and no abnormalities were identified. The handle device history record was reviewed and no issues were observed. The associated reload was not returned and could therefore not be evaluated. As the reload was not returned, device analysis results could not determine what caused the product problem.

Event description:
The aeon¿ endoscopic stapler consists of a handle and reload. During a distal pancreatectomy procedure, an aeth060 handle was used along with an unspecified reload. After the firing, staples were malformed and the surgeon was unable to retract the device. The tissue was able to be clipped and removed from the reload. No additional surgery was necessary. No patient harm was reported.